Event description:
It was reported that during implant, when the device was opened it was found that the inner package was not sealed. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.